Event description:
One year post uae pt inquired whether uae can be reversed. About a week post uae, developed severe headaches described as "hell." She never had anything similar prior to the uae. Six months post uae, she developed yellow/green vaginal discharge. Significant enough to wear pads all the time. She was not told of any side effects or consequences. She is planning to go to the emergency room. She continues to take iron for anemia. Menstrual bleeding stopped for about five months after uae then became heavy for two months. She now has less heavy bleeding, however, it is irregular with yellow/green discharge. She was told that "nano-beads" were used in the procedure.